Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The analysis of the system logs showed a field programmable gate array (fpga) error in the log after the reload was clamped. The fpga error was still present once the handle was returned. Analysis by the hardware team showed fpga is not communicating with the k20. Lattice was used to read back the fpga flash contents via jtag was verified to match its factory program. The flash was not corrupted, but the fpga was not responding to the k20 microprocessor. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. The software was not corrupted, but the fpga was not responding to the k20 microprocessor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the stapler wasn't able to fire. There was no patient involvement noted. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.